Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure 3 resolute integrity drug eluting stents (3x38mm, 3.5x38mm, 3.5x38mm) were implanted. On the same day as procedure, the patient expired. Cause of death was cardiac.